Manufacturer narrative:
Given the nature of this serious adverse event, the customer's reported complaint description of that perforation of tibial peroneal trunk / proximal peroneal occurred during catheter use could not be confirmed. The catheter complaint device was not returned for evaluation, there was no report of catheter or laser system malfunction during the procedure. Without receiving a catheter sample for evaluation, a definitive root cause for this event could not be determined. According to the event description and additional information from the representative, the likely root cause of vessel perforation is the size of the catheter compared to the size of the vessel, specifically the doctor's choice to use a 1.7mm catheter so low in the peroneal area. Although the IFU allows the use of a 1.7mm catheter in a vessel >=2.6mm, as the literature reports a vessel of 2-3mm, it is advised to use a smaller size catheter in this case. In retrospect, the fact that a 3mm balloon was used to manage the perforation supports that the inner diameter of the vessel was lesser than 3 mm. The doctor was using the 1.7mm catheter in the sfa and peroneal. No issues using the catheter in the sfa. The doctor advanced the catheter into the peroneal and performed a pass from proximal to mid-peroneal at 50mj and then a pass at 60mj. The doctor stated that the main perforation was in the proximal peroneal. No further medical intervention was required after the stent deployment. The patient stayed overnight for observation, and a doppler exam the following day confirmed good pulses and no signs of complications. The lack of saline infusion maybe the main trigger to this event especially as a large and powerful catheter was used in a small vessel. The use of heparinized saline in clearly instructed in IFU. 8.4. Routine laser activation and advancement of auryon catheter through the lesion: note: pressurized saline (preferably heparinized) should be continuously fed through the introducer sheath at a rate of 100ml/min. Saline should be fed while inside the body. The DHR was reviewed for the catheter lot number. The review confirmed that the lot met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. Labeling review: instructions for use (ifu0110) are provided with the catheter device and contain the following statements: warnings pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. The proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Based on physician discretion, an embolic protection device (epd) may be used during the procedure. Refer to the selected epd's instructions for use (IFU) for details on its handling and use. Potential complications / procedural complications: distal embolization. Auryon catheter insertion over the guide wire until laser activation: once arterial access is achieved, perform baseline angiography to evaluate the pad and plan on the appropriate catheter size, as well as any accessories that may allow better pushability of the catheter, once inserted. This may include a long sheath and/or guiding catheter (depending on the access approach: retrograde or antegrade). The distal end of the longer sheath/guiding catheter should be placed as close as possible to the lesion, in case of retrograde ("contralateral" or "crossover") approach, tortuous anatomy or highly calcified lesions. Please refer to table 1 for selecting the minimal sheath size. For longer length (xl) catheters, use a preferred sheath and/or guiding catheter of an appropriate length. You may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014" (for longer length (xl) catheters, use a preferred 0.014'' guide wire (gw) of an appropriate length; for 1.7mm catheters, 0.018'' gw may be used), and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the guide wire. Flush the auryon catheter guide wire's lumen from the handle's luer lock port, using 5-10cc saline (preferably heparinized). The entire guide wire must be soaked with saline before insertion into the gw lumen. The gw is inserted from the distal tip of the catheter toward the handle. The gw lumen is located in the center of the catheter shaft. Introduce the distal tip of the auryon catheter over the soaked guide wire, and once in the vessel, under fluoroscopy control, guide the auryon catheter to the lesion, until the distal tip of the catheter shown on the fluoroscopic monitoring screen is proximal to the lesion. Only at this point of the procedure, instruct the laser operator to put the laser system in ready mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An end user reported that perforation of the tibial peroneal trunk / proximal peroneal occurred during the use of an auryon atherectomy catheter 1.7mm - hydrophilic coated. A 2.5 & a 3.0mm biotronik covered stents were used to seal the perforated artery. The procedure was completed with another same device. No further medical intervention was required after the stent deployment. The patient stayed overnight for observation, and a doppler exam the following day confirmed good pulses and no signs of complications.